Event description:
Consumer called to report concerns readings from her meter. Analysis run on clark error grid using mean average readings (134; 176) as reference point vs bd readings (51, 300, 50, 301, 54) yielded some data points in the c range of the grid, outside acceptable limits.